Manufacturer narrative:
(B)(4).

Event description:
The consumer reported power on reset (por) code. The therapy had stopped due to the por and the patient could not feel stimulation suddenly. At the time the por was seen, the patient got a new car with a keyless entry remote. The patient had a recent medical test or electromagnetic environmental exposure as he was exposed to the new keyless entry system on his new car. There were no falls or traumas reported that could have been related to this issue. The por was informational and was not related to an overdischarge event. The por was successfully able to be cleared with the patient programmer. The therapy was turned back on and it was adequate. Troubleshooting resolved the reported issue. Relevant medical history included spinal pain and post lumbar laminectomy syndrome.